Event description:
The customer reported on (B)(6) 2014 her blood glucose measured 163 mg/dl at 7:30 am, 450 mg/dl at 1:40 pm with a correctional bolus of insulin (exact dosage was not reported). She then realized that the cannula had slipped out of her skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.